Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) female patient contacted zoll to report a rash. The patient reported that she saw her doctor and the doctor determined that she has a fungal infection. The cream the doctor prescribed was not working. There was no follow up on the fungal infection to see if it healed.

Manufacturer narrative:
Device evaluation summary. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.